Manufacturer narrative:
On (B)(6) 2024, (B)(6) p.a. Provided the following report to (B)(6) healthcare. (B)(6) p.a. Received the information on 30-sep-2024. The report is as follows: ir received on 30 sep 2024 from qa department complaint number: (B)(4). This complaint complies with the requirements stated in investigation procedure wi-000098885 processing consumer complaints, effective 22-aug-2024 and it is recommended for approval. A 36-month trend analysis has been conducted. The trend analysis returned a total of 124 complaints for lbh 8 hour products during the period 08-21-2021 to 08-21-2024 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The ppm for this complaint is 1.69 ppm; which is within the control limit for this subclass and product type. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lbh 8hr products. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). There are mitigation's in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. There are pre-identified risk factors that could cause burns listed in the hazard analysis (B)(4). During the investigation of this complaint: (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Event description:
On 27-sep-2024, angelini s.p.a. Provided the following report to bridges consumer healthcare. Angelini s.p.a. Received the information on 17-sep-2024. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 17-sep- 2024 from a pharmacist through diamed ((B)(4)). This case report concerns a 69-years-old female patient, who applied thermacare lower back and hip (batch number:(B)(4); expiry date: unknown) for back pain, from 15/aug/2024 to 15/aug/2024. Concomitant medication(s): unknown. Medical history: unknown. On (B)(6) /2024, after thermacare lower back and hip initiation, the patient developed thermal burn, burns second degree, intentional device misuse, medical device site burn. On (B)(6) 2024, the 69-year-old female (born (B)(6) 1955) consumer applied therma care hea twrap lbh (batch number: ga0284) due to back pain. The heat wrap was applied directly to the skin. The consumer had been using thermacare for years without any problems. After applying the product for 8 hours (10 am to 6 pm), the consumer suffered a second degree burn on her back and an open blister developed. The consumer consulted a doctor and the burn blister was treated with a sterile compress. After wound closure, it was planned to use bepanthen (dexpanthenol). At the time of this report, the burn blister is still healing. After the wound is closed, the burn blister will be treated with a burn and wound gel. Outcome: thermal burn: recovering/resolving, burns second degree : recovering/resolving, intentional device misuse : recovering/resolving, medical device site burn :recovering/resolving. The action taken in response to the events for thermacare lower back and hip was unknown. Angelini medical assessment: the pi of thermacare lower back and hip mentions that thermal burn, burns second degree, medical device site burn could be adverse events of this medical device, whereas it does not mention intentional device misuse. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse events was considered as possible, and not assessable for intentional device misuse. The overall assessment for this case is serious/unlabeled/possible the anticipated date of the next report is 05-nov-2024.